Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections and no cable issue was identified. Additionally, the instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.073mm offset at the tips. The grips were not found to have cracking damage. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.